Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure. The physician attempted to implant the left ventricular lead, but the coronary sinus was very small and the physician attempted to use several different delivery tools. The guidewire kept getting stuck in the lead and the physician lost confidence in the lead. The lead was ¿beat up¿ from the attempts to implant the lead. The lead was not used, and another was implanted. The patient experienced no consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.